Manufacturer narrative:
MDR has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two year retrospective review of complaints was performed to determine which complaints required submission of an MDR.

Event description:
On (B)(6) 2019 ad-tech's clinical specialist attended a customer case where the dril bit snapped due to getting "tangled" in the temporalis muscle. They were able to remove the bit and continue with the case without any additional issues. There was no injury to the patient.